Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the cheek and chin areas with juvéderm® voluma¿ and juvéderm® volux¿. Two months later, the patient was injected again in the cheek and chin areas with juvéderm® voluma¿ and juvéderm® volux¿. A total of 4 ml of juvéderm® voluma¿ and 1 ml of juvéderm® volux¿ were injected. Three months later, the patient experienced an ¿infection¿ in the eye area and was treated with antibiotics, but the patient refused the treatment. A week and a half later, the patient developed ¿swelling¿ at the injection site and face. The event is ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2021-03226 (allergan complaint # (B)(4)). This MDR is being submitted for the second injection of suspect product, juvéderm® voluma¿.